Event description:
The MFR received info from a third party service ctr alleging an issue with the ventilator's battery. There was no harm or injury reported. The device had yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the MFR's investigation is complete.